Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of an abnormal increase in ventricular pacing impedance. Exit block at maximum output was also noted. This device is also involved in a product advisory.